Manufacturer narrative:
This case was initially received via regulatory authority (FDA maude, reference number: mw5067651) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device (location of device: uterus on right side)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("excruciating lower left quadrant pain/ excruciating cramps/ lower abdominal pain") and genital haemorrhage ("persistent bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty placing one of the coils" on (B)(6) 2007. The patient's past medical history included c-section. Concurrent conditions included overweight, allergic reaction to analgesics since (B)(6) 2014, urticaria since (B)(6) 2014, burning micturition since (B)(6) 2016, diarrhea, vomiting, constipation since (B)(6) 2016, abdominal bloating since (B)(6) 2016, belching since (B)(6) 2016, hypertension since (B)(6) 2016, depression since (B)(6) 2016, c.difficile colitis since (B)(6) 2016, shortness of breath since (B)(6) 2016, rectal bleeding since (B)(6) 2016, haematuria since (B)(6) 2017, chills since (B)(6) 2017, nabothian cyst and defecation difficult since (B)(6) 2016. Concomitant products included losartan, multivitamin, naproxen sodium (aleve) and polycarbophil calcium (fiber). On (B)(6) 2007, the patient had essure (ess205) inserted. In november 2007, the patient experienced fatigue ("chronic fatigue"), libido decreased ("hormonal changes (describe: low sex drive)"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2008, the patient experienced weight increased ("difficulty placing one of the coils"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced amenorrhoea ("haven't had a period in 7 months"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). In february 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), depression ("depressed") and back pain ("back pain - it gets worse around the times I would normally have my period"). The patient was hospitalized and discharged in june 2016. The patient was treated with iron (iron supplement), ketorolac tromethamine (toradol), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes))and surgery (endometrial ablation on nov 2007). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, menorrhagia, genital haemorrhage, libido decreased, vaginal haemorrhage, sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea and weight increased outcome was unknown, the abdominal pain lower had resolved and the amenorrhoea, depression, fatigue and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, depression and fatigue with essure (ess205). The reporter considered bladder disorder, device expulsion, dysmenorrhoea, genital haemorrhage, libido decreased, menorrhagia, nausea, pelvic pain, sexual dysfunction, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: hospitalization due to lower abdominal pain in left quadrant; disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. There were 14 coils left into the uterus after inspection. Dilation and curettage performed on (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in november 2007: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything fine ultrasound scan - on an unknown date: fibroid. Pelvic exam and pelvis ultrasounds after second admission: doctor said she had fallopian torsion or ovarian torsion though the device migrated, but after the check stated everything was fine. On (B)(6) 2016, CT abdomen/pelvis: 1. There is focal enhancement along the left broad ligament in the left side of the pelvis. There is no abscess or mass. Correlate clinically for focal inflammation or salpingitis. 2. Iud (intrauterine device) in place and mild fibroid change in the uterus. Fluid in the lower endometrial canal. 3. No other findings in the abdomen or pelvis. (B)(6) 2016: CT scan of the abdomen and pelvis: impression: 1. Multiple mildly dilated proximal jejunal loops in the left upper quadrant without identifiable transitions point, possibly reflecting focal ileus or early or low-grade small bowel obstruction. 2. Moderate gastric distention without duodenal dilatation could reflect gastric outlet obstruction or gastroparesis. 3. New prominent upper mesenteric and retroperitoneal lymph nodes not meeting size criteria, favored to be reactive. There is some associated mild mistiness of the mesenteric root, possibly reflecting reactive changes related to enteritis. 4. Redemonstrated mild left colic diverticulosis without evidence of acute diverticulitis. 5. Redemonstrated fibroid uterus with stable position of the essure devices, possibly malpositioned on the right where the device does not extend into the fallopian tube/os. Clinical correlation recommended with consideration for further evaluation with fluoroscopic hysterosalpingogram. 6. New left ovarian peripheral enhancing probable corpus luteum cyst and minimal pelvic free fluid which is likely physiologic. These can be better evaluated by pelvic ultrasound if clinically warranted on (B)(6) 2017, ultrasound pelvis showed right essure coil has at least partially migrated centrally into the uterus. The left coil is not well seen on this ultrasound. A couple of small fluid collections within the endometrium up to 2 cm are nonspecific. 3.5 cm uterine fibroid. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, lower abdominal pain, back pain, menorrhagia, nausea, device expulsion, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, treatment medications, historical condition, concomitant disease, new events libido decreased, vaginal haemorrhage, menorrhagia, sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhea, weight increased, device expulsion and device difficult to use added. Outcome for the event abdominal pain lower added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device (location of device: uterus on right side)"), post procedural haemorrhage ("complications from your essure removal procedure: abnormal loss of blood"), device dislocation ("migration of essure device (location of device: uterus on right side)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("excruciating lower left quadrant pain/ excruciating cramps/ lower abdominal pain") and genital haemorrhage ("persistent bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty placing one of the coils" on (B)(6)2007. The patient's past medical history included c-section. Concurrent conditions included overweight, allergic reaction to analgesics since (B)(6)2014, urticaria since (B)(6)2014, burning micturition since (B)(6)2016, diarrhea, vomiting, constipation since (B)(6)2016, abdominal bloating since (B)(6)2016, belching since (B)(6)2016, hypertension since (B)(6)2016, depression since (B)(6)2016, c.difficile colitis since (B)(6)2016, shortness of breath since (B)(6)2016, rectal bleeding since (B)(6)2016, haematuria since (B)(6)2017, chills since (B)(6)2017, nabothian cyst and defecation difficult since (B)(6)2016. Concomitant products included losartan, multivitamin, naproxen sodium (aleve) and polycarbophil calcium (fiber). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced fatigue ("chronic fatigue"), libido decreased ("hormonal changes (describe: low sex drive)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced weight increased ("difficulty placing one of the coils"). On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced amenorrhoea ("haven't had a period in 7 months"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), back pain ("back pain - it gets worse around the times I would normally have my period"), urethral stenosis ("complications from your essure removal procedure: urethral stricture") and uterine leiomyoma ("complications from your essure removal procedure: fibroids"). The patient was hospitalized and discharged in (B)(6)2016. The patient was treated with iron (iron supplement), ketorolac tromethamine (toradol), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy) and surgery (endometrial ablation on (B)(6)2007). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, device expulsion, post procedural haemorrhage, device dislocation, menorrhagia, genital haemorrhage, libido decreased, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, urethral stenosis and uterine leiomyoma outcome was unknown, the abdominal pain lower had resolved and the amenorrhoea, depression, fatigue and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, depression and fatigue with essure (ess205). The reporter considered bladder disorder, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, libido decreased, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, urethral stenosis, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: hospitalization due to lower abdominal pain in left quadrant; disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. There were 14 coils left into the uterus after inspection. Dilation and curettage performed on (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything fine ultrasound scan - on an unknown date: fibroid. Pelvic exam and pelvis ultrasounds after second admission: doctor said she had fallopian torsion or ovarian torsion though the device migrated, but after the check stated everything was fine. On (B)(6)2016, CT abdomen/pelvis: 1. There is focal enhancement along the left broad ligament in the left side of the pelvis. There is no abscess or mass. Correlate clinically for focal inflammation or salpingitis. 2. Iud (intrauterine device) in place and mild fibroid change in the uterus. Fluid in the lower endometrial canal. 3. No other findings in the abdomen or pelvis. (B)(6)2016: CT scan of the abdomen and pelvis: impression: 1. Multiple mildly dilated proximal jejunal loops in the left upper quadrant without identifiable transitions point, possibly reflecting focal ileus or early or low-grade small bowel obstruction. 2. Moderate gastric distention without duodenal dilatation could reflect gastric outlet obstruction or gastroparesis. 3. New prominent upper mesenteric and retroperitoneal lymph nodes not meeting size criteria, favored to be reactive. There is some associated mild mistiness of the mesenteric root, possibly reflecting reactive changes related to enteritis. 4. Redemonstrated mild left colic diverticulosis without evidence of acute diverticulitis. 5. Redemonstrated fibroid uterus with stable position of the essure devices, possibly malpositioned on the right where the device does not extend into the fallopian tube/os. Clinical correlation recommended with consideration for further evaluation with fluoroscopic hysterosalpingogram. 6. New left ovarian peripheral enhancing probable corpus luteum cyst and minimal pelvic free fluid which is likely physiologic. These can be better evaluated by pelvic ultrasound if clinically warranted. On (B)(6)2017, ultrasound pelvis showed right essure coil has at least partially migrated centrally into the uterus. The left coil is not well seen on this ultrasound. A couple of small fluid collections within the endometrium up to 2 cm are nonspecific. 3.5 cm uterine fibroid. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, lower abdominal pain, back pain, menorrhagia, nausea, device expulsion, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device (location of device: uterus on right side)"), post procedural haemorrhage ("complications from your essure removal procedure: abnormal loss of blood"), device dislocation ("migration of essure device (location of device: uterus on right side)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("excruciating lower left quadrant pain/ excruciating cramps/ lower abdominal pain") and genital haemorrhage ("persistent bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty placing one of the coils" on (B)(6) 2007. The patient's past medical history included c-section. Concurrent conditions included overweight, allergic reaction to analgesics since (B)(6) 2014, urticaria since (B)(6) 2014, burning micturition since (B)(6) 2016, diarrhea, vomiting, constipation since (B)(6) 2016, abdominal bloating since (B)(6) 2016, belching since (B)(6) 2016, hypertension since (B)(6) 2016, depression since (B)(6) 2016, c.difficile colitis since (B)(6) 2016, shortness of breath since (B)(6) 2016, rectal bleeding since (B)(6) 2016, haematuria since (B)(6) 2017, chills since (B)(6) 2017, nabothian cyst and defecation difficult since (B)(6) 2016. Concomitant products included losartan, multivitamin, naproxen sodium (aleve) and polycarbophil calcium (fiber). On (B)(6) 2007, the patient had essure (ess205) inserted. In november 2007, the patient experienced fatigue ("chronic fatigue"), libido decreased ("hormonal changes (describe: low sex drive)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2008, the patient experienced weight increased ("difficulty placing one of the coils"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced amenorrhoea ("haven't had a period in 7 months"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In february 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), back pain ("back pain - it gets worse around the times I would normally have my period"), urethral stenosis ("complications from your essure removal procedure: urethral stricture") and uterine leiomyoma ("complications from your essure removal procedure: fibroids"). The patient was hospitalized and discharged in june 2016. The patient was treated with iron (iron supplement), ketorolac tromethamine (toradol), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy) and surgery (endometrial ablation on nov 2007). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, post procedural haemorrhage, device dislocation, menorrhagia, genital haemorrhage, libido decreased, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, urethral stenosis and uterine leiomyoma outcome was unknown, the abdominal pain lower had resolved and the amenorrhoea, depression, fatigue and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, depression and fatigue with essure (ess205). The reporter considered bladder disorder, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, libido decreased, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, urethral stenosis, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: hospitalization due to lower abdominal pain in left quadrant; disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. There were 14 coils left into the uterus after inspection. Dilation and curettage performed on (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in november 2007: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything fine ultrasound scan - on an unknown date: fibroid. Pelvic exam and pelvis ultrasounds after second admission: doctor said she had fallopian torsion or ovarian torsion though the device migrated, but after the check stated everything was fine. On (B)(6) 2016, CT abdomen/pelvis: 1. There is focal enhancement along the left broad ligament in the left side of the pelvis. There is no abscess or mass. Correlate clinically for focal inflammation or salpingitis. 2. Iud (intrauterine device) in place and mild fibroid change in the uterus. Fluid in the lower endometrial canal. 3. No other findings in the abdomen or pelvis. (B)(6) 2016: CT scan of the abdomen and pelvis: impression: 1. Multiple mildly dilated proximal jejunal loops in the left upper quadrant without identifiable transitions point, possibly reflecting focal ileus or early or low-grade small bowel obstruction. 2. Moderate gastric distention without duodenal dilatation could reflect gastric outlet obstruction or gastroparesis. 3. New prominent upper mesenteric and retroperitoneal lymph nodes not meeting size criteria, favored to be reactive. There is some associated mild mistiness of the mesenteric root, possibly reflecting reactive changes related to enteritis. 4. Redemonstrated mild left colic diverticulosis without evidence of acute diverticulitis. 5. Redemonstrated fibroid uterus with stable position of the essure devices, possibly malpositioned on the right where the device does not extend into the fallopian tube/os. Clinical correlation recommended with consideration for further evaluation with fluoroscopic hysterosalpingogram. 6. New left ovarian peripheral enhancing probable corpus luteum cyst and minimal pelvic free fluid which is likely physiologic. These can be better evaluated by pelvic ultrasound if clinically clinically warranted on (B)(6) 2017, ultrasound pelvis showed right essure coil has at least partially migrated centrally into the uterus. The left coil is not well seen on this ultrasound. A couple of small fluid collections within the endometrium up to 2 cm are nonspecific. 3.5 cm uterine fibroid. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, lower abdominal pain, back pain, menorrhagia, nausea, device expulsion, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device (location of device: uterus on right side)"), post procedural haemorrhage ("complications from your essure removal procedure: abnormal loss of blood"), device dislocation ("migration of essure device (location of device: uterus on right side)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("excruciating lower left quadrant pain/ excruciating cramps/ lower abdominal pain") and genital haemorrhage ("persistent bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty placing one of the coils" on (B)(6) 2007. The patient's past medical history included c-section. Concurrent conditions included overweight, allergic reaction to analgesics since (B)(6) 2014, urticaria since (B)(6) 2014, burning micturition since (B)(6) 2016, diarrhea, vomiting, constipation since (B)(6) 2016, abdominal bloating since (B)(6) 2016, belching since (B)(6) 2016, hypertension since (B)(6) 2016, depression since (B)(6) 2016, c.difficile colitis since (B)(6) 2016, shortness of breath since (B)(6) 2016, rectal bleeding since (B)(6) 2016, haematuria since (B)(6) 2017, chills since (B)(6) 2017, nabothian cyst and defecation difficult since (B)(6) 2016. Concomitant products included losartan, multivitamin, naproxen sodium (aleve) and polycarbophil calcium (fiber). On (B)(6) 2007, the patient had essure (ess205) inserted. In november 2007, the patient experienced fatigue ("chronic fatigue"), libido decreased ("hormonal changes (describe: low sex drive)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced weight increased ("difficulty placing one of the coils"). On 20(B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced amenorrhoea ("haven't had a period in 7 months"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), back pain ("back pain - it gets worse around the times I would normally have my period"), urethral stenosis ("complications from your essure removal procedure: urethral stricture") and uterine leiomyoma ("complications from your essure removal procedure: fibroids"). The patient was hospitalized and discharged in (B)(6) 2016. The patient was treated with iron (iron supplement), ketorolac tromethamine (toradol), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hystrectomy) and surgery (endometrial ablation on nov 2007). Essure (ess205) was removed on(B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, post procedural haemorrhage, device dislocation, menorrhagia, genital haemorrhage, libido decreased, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, urethral stenosis and uterine leiomyoma outcome was unknown, the abdominal pain lower had resolved and the amenorrhoea, depression, fatigue and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, depression and fatigue with essure (ess205). The reporter considered bladder disorder, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, libido decreased, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, urethral stenosis, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: hospitalization due to lower abdominal pain in left quadrant; disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. There were 14 coils left into the uterus after inspection. Dilation and curettage performed on (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything fine ultrasound scan - on an unknown date: fibroid. Pelvic exam and pelvis ultrasounds after second admission: doctor said she had fallopian torsion or ovarian torsion though the device migrated, but after the check stated everything was fine. On (B)(6) 2016, CT abdomen/pelvis: 1. There is focal enhancement along the left broad ligament in the left side of the pelvis. There is no abscess or mass. Correlate clinically for focal inflammation or salpingitis. 2. Iud (intrauterine device) in place and mild fibroid change in the uterus. Fluid in the lower endometrial canal. 3. No other findings in the abdomen or pelvis. (B)(6) 2016: CT scan of the abdomen and pelvis: impression: 1. Multiple mildly dilated proximal jejunal loops in the left upper quadrant without identifiable transitions point, possibly reflecting focal ileus or early or low-grade small bowel obstruction. 2. Moderate gastric distention without duodenal dilatation could reflect gastric outlet obstruction or gastroparesis. 3. New prominent upper mesenteric and retroperitoneal lymph nodes not meeting size criteria, favored to be reactive. There is some associated mild mistiness of the mesenteric root, possibly reflecting reactive changes related to enteritis. 4. Redemonstrated mild left colic diverticulosis without evidence of acute diverticulitis. 5. Redemonstrated fibroid uterus with stable position of the essure devices, possibly malpositioned on the right where the device does not extend into the fallopian tube/os. Clinical correlation recommended with consideration for further evaluation with fluoroscopic hysterosalpingogram. 6. New left ovarian peripheral enhancing probable corpus luteum cyst and minimal pelvic free fluid which is likely physiologic. These can be better evaluated by pelvic ultrasound if clinically clinically warranted on (B)(6) 2017, ultrasound pelvis showed right essure coil has at least partially migrated centrally into the uterus. The left coil is not well seen on this ultrasound. A couple of small fluid collections within the endometrium up to 2 cm are nonspecific. 3.5 cm uterine fibroid. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, lower abdominal pain, back pain, menorrhagia, nausea, device expulsion, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as complications from your essure removal procedure: urethral stricture, fibroid, abnormal loss of blood, migration of essure device (location of device: uterus on right side). Relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and abdominal pain lower ("excruciating lower left quadrant pain/ excruciating cramps/ lower abdominal pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included losartan, multivitamin, naproxen sodium (aleve) and polycarbophil calcium (fiber). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced amenorrhoea ("haven't had a period in 7 months"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria hospitalization and disability), depression ("depressed"), fatigue ("chronic fatigue") and back pain ("back pain - it gets worse around the times I would normally have my period"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the abdominal pain lower, amenorrhoea, depression, fatigue and back pain had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, back pain, depression and fatigue with essure (ess205). The reporter commented: hospitalization due to lower abdominal pain in left quadrant; disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: everything fine pelvic exam and pelvis ultrasounds after second admission: doctor said she had fallopian torsion or ovarian torsion though the device migrated, but after the check stated everything was fine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-sep-2017: event pain and persistent bleeding added. Essure start and stop date updated and case classification updated to potential case case. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority FDA maude (reference number: mw5067651) on 17-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("excruciating lower left quadrant pain/ excruciating cramps/ lower abdominal pain") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Concomitant products included losartan, naproxen sodium (aleve), multivitamin and polycarbophil calcium (fiber). On (B)(6) 2007, the patient started essure (ess205). In 2016, the patient experienced amenorrhoea ("haven't had a period in 7 months"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and disability), depression ("depressed"), fatigue ("chronic fatigue") and back pain ("back pain - it gets worse around the times I would normally have my period"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower, amenorrhoea, depression, fatigue and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, depression, fatigue and back pain with essure (ess205). The reporter commented: hospitalization due to lower abdominal pain in left quadrant; disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound pelvis result was everything fine. Pelvic exam and pelvis ultrasounds after second admission: doctor said she had fallopian torsion or ovarian torsion though the device migrated, but after the check stated everything was fine. Company causality comment: this spontaneous report, received via health authorities, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating lower left quadrant pain. The patient was hospitalized twice. A device migration or fallopian / ovarian torsion were excluded, however the pain did not cease. Lower abdominal pain, considered serious due to hospitalization and disability, is anticipated in the reference safety information of essure. This report provided limited information, however, as lower abdominal pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of hospitalization. Other events, non serious, were also reported. A product technical analysis and follow-up information are awaited.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report, received via health authorities, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating lower left quadrant pain. The patient was hospitalized twice. A device migration or fallopian / ovarian torsion were excluded, however the pain did not cease. Lower abdominal pain, considered serious due to hospitalization and disability, is anticipated in the reference safety information of essure. This report provided limited information, however, as lower abdominal pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of hospitalization. Other events, non serious, were also reported. A product quality defect could not be confirmed but is considered plausible.